Event description:
It was reported there was a broken lead. The patient had their first three implantable neurostimulators (ins) on the right side until a lead wire broke. Health care provider can no longer place device on the right side due to scarring.

Event description:
Follow up reported the patient was still having concerns regarding their device or therapy but they were working with their doctor or representative. It was noted an appointment was scheduled for (B)(6), 2012.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).